Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited invalid data in pacing percentage and cardiac compass via remote transmission. A second transmission was sent and the data was observed with the exception of stored electrograms (egm)s that were not available with the invalid data. The crt-d remains in use at this time. No patient complications have been reported as a result of this event.